Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels, thirst and frequent urination. It was also reported that one of the buttons was not working. It was stated that troubleshooting was offered, but the customer was not able to at the time. Nothing further was reported.